Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of failure code 808:02 was confirmed in the pump's event history. The root cause has not been determined at this time. This pump is a baxter owned device and will not be repaired. A follow-up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:02. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter (B)(4) personnel discovered this event interrupted delivery. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.